Event description:
It was reported by the patient's family member that the patient was told that the device had failed two days after implant. Additional information received by the physician's office indicated that the patient complained of pain immediately after being lifted by her left arm. It was assumed the lead had pulled back, but there was no pacing and no output with the device. The device was explanted and replaced. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found.